Manufacturer narrative:
B3: the event date was estimated. Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed an extrinsic outflow graft obstruction (eogo). (B)(6) was returned assembled with the pump cable severed approximately 6.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 6.0¿ of the outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged to the graft hardware. The distal end of the outflow graft appeared to be wrapped in a layer of non-abbott manufactured material. The apical cuff was returned secured with the cuff lock fully engaged. The device appeared to have been exposed to a fixative agent prior to returning for evaluation. Examination of the outflow graft revealed a biological accumulation filling in the space between the distal end of the abbott graft and the non-abbott manufactured material. A cross sectional view revealed the biological accumulation had filled in a lengthwise crease in the distal end of the abbott graft. Upon removal of the bend relief, an additional deformation was observed along the proximal end of the outflow graft underneath the bend relief. A biological accumulation was observed filling in the proximal end of the deformation. Within the lumen of the bend relief, a similarly shaped biological accumulation was observed which appeared to have filled in the distal half of the outflow graft deformation but had been displaced during assembly. These findings are consistent with an extrinsic outflow graft obstruction during support; however, there was no evidence to suggest that the outflow graft deformations occluded the blood flow pathway as there were no device-related issues or alarms reported in association with this event and review of the patient's complaint history revealed no prior reports of flow issues. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the investigation of the returned heartmate 3 left ventricular assist device, serial number (B)(6), found tissue between the outflow graft and outflow graft bend relief consistent with extrinsic outflow graft obstruction.